Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, the clips were not settle. The clips didn´t close on all three clippers. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device (a) was returned in good visual condition with three malformed clip and eight conforming clips inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that devices (b and c) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b and c additional information: batch # j91454. Expiration date: 04/2017. Manufacturing date: 05/2012.